Event description:
This report is for iab 2 of 2. The doctor attempted to insert the catheter introducer sheath from the left side of the pt. The doctor experienced access problems through the sheath and could not get the catheter balloon positioned or to inflate/ deflate. A second balloon catheter was introduced from the contra-lateral side with similar access problems, however, the balloon was inserted. The balloon catheter was started on a cs-100 datascope console, triggering a check catheter alarm with no ability to pump. Successful heart augmentation was never achieved. Both catheters were discarded and were not available for further investigation.

Manufacturer narrative:
Vessel damage was claimed to have been incurred during sheath insertion for a previous angiography, resulting in uncontrollable pt bleeding and eventual pt death. The doctor did note he had to use excessive force to insert the balloon through the sheath. The doctor also did not use the grey introducer sheath mounted on the catheter per the instructions for use. It was noted by the hospital staff that the doctor used a very steep angle of entry and excessive force; presumably causing sheath and catheter kinking which prevented proper inflation/deflation. It was noted by a local representative that the doctor is working in a private institution and only uses about 4-5 iab per year. In the same institution, insightra medical iab have been successfully used without incident on the same datascope cs-100 console regularly by other doctors.